Event description:
(B) (4) received information that this dextrus right ventricular (rv) lead exhibited non-capture, which resulted in asystole for the patient when the device was programmed to vvi mode momentarily. The physician suspected rv lead dislodgement. In a revision procedure, the lead was successfully repositioned. No further adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.